Event description:
Patient reported capsular contracture baker grade iii related to an unknown side. Physician later confirmed a "capsular contracture baker grade 3 + effusion left side." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade iii."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported capsular contracture baker grade iii and irritant effusion related to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., g.1., h.3., h.6. Device evaluation visual analysis of the returned device identified: weight to the spec, deformation, wear abrasion. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Patient reported capsular contracture baker grade iii related to an unknown side. Physician later confirmed a "capsular contracture baker grade 3 + effusion left side." The device has been explanted and replaced.